Event description:
Additional information was received indicating that there was no patient involvement when the issue occurred.

Manufacturer narrative:
Other, other text: h2: additional information received 07/13/2020 see a1, b5 and h6 (patient code). H3: device evaluation completed on 0707/2020: one cadd solis vip pump was received with no physical damage. An accuracy test was performed and the reported issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be replaced as a preventive measure in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical pump had volumetric accuracy failure. There was no reported adverse events.